Event description:
The customer's mother reported via phone call that the insulin pump's display was damaged. The mother reported they were unable to see the display due to the damage. The customer's blood glucose was 200 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on the lcd board. The insulin pump has minor scratches on the lcd window and reservoir tube window.